Event description:
There was an allegation of questionable crep2 creatinine plus ver.2, ureal urea/bun, ua2 uric acid ver.2, and phos2 phosphate (inorganic) ver.2 results for 1 patient sample on a cobas 8000 c702 module. On (B)(6) 2022, the initial creatinine result was 916 umol/l, the initial urea result was 20 mmol/l, the initial uric acid result was 476 umol/l, and the initial phosphate result was 2.16 mmol/l. The initial results were reported outside of the laboratory. The doctor questioned the results as they did not match the patient's clinical picture and the sample was repeated. On (B)(6) 2022, the repeat creatinine result was 337 umol/l, the repeat urea result was 10.6 mmol/l, the repeat uric acid result was 329 umol/l, and the repeat phosphate result was 1.56 mmol/l. The sample was repeated a third time and the creatinine result was 343 umol/l, the urea result was 10.9 mmol/l, the uric acid result was 332 umol/l, and the phosphate result was 1.59 mmol/l. The sample was sent to another laboratory on the same day and tested on another analyzer. The creatinine result was 338 umol/l, the urea result was 9.93 mmol/l, and the phosphate result was 1.47 mmol/l. On (B)(6) 2022, the sample was repeated a third time. The creatinine result was 344 umol/l, the urea result was 10.5 mmol/l, the uric acid result was 333 umol/l, and the phosphate result was 1.57 mmol/l. The creatinine reagent lot is 674000. The ureal reagent lot is 663669. The uric acid reagent lot is 658063. The phosphate reagent lot is 671715. The expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) checked the probe washing mechanism, the gear pump, and the cell rinse function. No issues were identified. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The investigation determined that the root cause of the event is consistent with a sample quality issue.